Event description:
The customer reported that prior to the start of the procedure, the coag button would not return to its original position once pressed. Another device was opened to continue the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.